Event description:
A customer reported prior to a procedure, the "footswitch was defective". Surgery was completed using an alternate product with no impact to the patient. Additional information has been requested, but none ahs been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).